Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Post initial implant procedure, the physician noted that the physician observed a dislodgement on the right atrial (ra) lead. The ra lead was explanted and replaced. The patient was stable and there were no adverse consequences.